Event description:
It was reported that when using the bd pyxis¿ es server was not communicating and the app server was offline. An inpatient pyxis message indicated that patient data and orders might not be current due to patient and order interface issues. Nurses were unable to view admitted inpatients, and patient names and current patient information were not displayed on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that structured query language (sql) services were stopped and carefusion coordination engine (cce) encountered errors. A technical support specialist (tss) investigated an app server offline alert and found that the server, services, data sync, and communication were functioning normally; it was noted that the customer had manually rebooted the servers prior to tss involvement. Despite this, patient messages were not updating even though they had been sent from the electronic medical record (emr). Further analysis showed that sql services had stopped and restarted earlier, after which cce began encountering post map errors (argumentnullexception), causing message processing failures. Since cce did not reset automatically after the sql disruption, the issue persisted until a later cce reboot resolved it. Customer planned to resend the missing messages and confirmed the system was functioning as expected. The system functioned as intended after the customer resolved the issue.